Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call by a health care professional that the customer reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 50 to 80 mg/dl at the time of the incident. The customer was at 160 mg/dl at the time the customer arrived at the hospital. The reporting party did not mention how the customer was treated. The reporting party did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer could not be reached. The customer had stated that they were not properly trained on their new pump. The customer had received virtual pump training. The insulin pump will not be returned for analysis.